Manufacturer narrative:
The device was returned for evaluation. The returned device was evaluated, and the radial balloon burst was confirmed at approximately 4.5cm from the nose, there was no missing material and one of the distal wings flared out. Single wall thickness of the balloon around the burst was taken and all measurements taken of the balloon single wall thickness met the specification. The imagery provided by the site shows the balloon burst during deployment; radial burst with blood. A device history review was performed (DHR) and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage: IFU for commander delivery system with s3u, device preparation manual, and device training manual. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization balloon burst: step-by-step: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from june 2020 to may 2021 for the commander delivery system (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. Balloon burst is identified in the commander delivery system risk management as a potential cause that may lead to the difficulty or inability to withdraw delivery system as captured in risk ids. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of balloon burst, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to deploy thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with balloon burst. Therefore, the review of risk management file is complete, and no further action is required. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required . Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required . The reported event was able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "calcification of the native annulus was moderate-severe, and there was no lvot calcification." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the (B)(6) , regarding a patient who underwent an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach . Upon valve deployment, the commander delivery system balloon burst. The 23mm sapien 3 ultra valve was fully deployed not needing post dilation. The commander delivery system was successfully removed without problem via left tavi access. Calcification of the native annulus was moderate-severe, and there was no lvot calcification.